Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's charger was not working. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation the q1 transistor was shorted on the bedside board. The cause of the charger faults is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted form the defective charger. The patient received a replacement charger/modem.